Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that multiple users were unable to log in to the server because the secure sockets layer (ssl) certificate had been removed/deleted from the server. The technical support specialist created a csr (certificate signing request) file for the customer, and installed the secure sockets layer (ssl) certificates into the application server to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, multiple users were unable to authenticate to server, which affected patient care. The customer reported that this malfunction indirectly prevented users from accessing medications and caused delays in the dispensing workflow. There were no adverse events or injuries reported based on this event.